Manufacturer narrative:
Complaint allegation is confirmed by the attached picture, which shows the blue suture was cut/damaged. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, incorrect surgical technique during the knotless mechanism conversion process, and/or excessive force applied during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/30/2025, a sales representative reported via email that two ar-3770sp hybrid knee fibertak anchors (knotless and knotted) experienced loop blue suture failure during use. This was discovered during a let procedure, with no reported patient harm. Additional information was requested on 11/04/2025.